Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported events is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to deformation of bending tube, the angle knob torque of up/down ( u/d) knob at free exceeds the standard value. The reported issue of " angle operation is hard, position: operation part" was confirmed. Furthermore, inspection found the device nozzle adhesive found peeling, the adhesive of the lightning lens found peeling. Due to peeling, gap of adhesive on distal end occurred , stain/dirt entered the lens through the gap. Clogging of nozzle in addition, was observed and due to clogging, water removal ability does not meet the standard value. This condition attributed to insufficient reprocessing. Additionally, the following defects were identified during device inspection: damage on k-pipe observed, air leak inspection failed due to damage , (watertightness is lost as service repair noted ). Adhesive on a-rubber (bending section) has a crack. Mouthpiece is loose. Scratch found on switch box, connecting tube, up/down. Right/left knob, c-cover, protector of universal cord on control section side, forceps elevator and knob (fe), universal cord, control unit due to damage on charge coupled device (ccd) unit, the image has white dots. Suction cylinder (s-cylinder) is shaved. Electrical connector (el-connector ) has discoloration due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "angle operation is hard, position: operation part". The issue found during inspection. No harm was reported. No patient harm, no user injury reported . Device evaluation found the device nozzle adhesive is peeling. The lighting lens adhesive is peeling. This report is being submitted due to the finding of peeling of the adhesives of the device nozzle and lightning lens identified during device return evaluation (distal end defects including lens and cover gap of adhesive, due to gap, stain. Dirt entered inside the lens through the gap).